Event description:
It was reported that the pt underwent an acdf at c4-c6 using allograft with anterior fixation. One of the c6 screws reportedly backed out due to nonunion of c5-c6 at unk time post op. The screw on the opposite side reportedly had a fracture. The revision surgery was performed to remove the construct.

Manufacturer narrative:
Device was returned to the MFR for eval. The screw breakage was confirmed. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.